Event description:
The account alleges that the bed has a loss of head up.

Manufacturer narrative:
The technician cleaned the head down valve guide tube, which resolved the issue. The bed operates normally. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.